Manufacturer narrative:
Correction: please retract this report 2017865-2021-23660 as the event did not indicate a malfunction on this product, the issue is reported as 2017865-2021-25279.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of noise were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.